Manufacturer narrative:
The centrimag console is not a single use device. Investigation conclusion: the reported event of the console display going blank was not confirmed. The centrimag 2nd generation primary console (serial #: (B)(4)) was returned for analysis and was evaluated and tested under RMA 19-023. A log file was downloaded from the returned console and only contained events from (B)(6) 2019 and on, thus not capturing the reported event. The console was tested with the returned and associated flow probe, and a test motor and loop. The system was running at a speed of 2500 rpm with a flow of 3.7 lpm, as seen in the log file, from (B)(6) 2019 at 09:45:00. The console functioned as intended. The console was opened and dust and dirt was found on the interior of the console. The console was cleaned with a vacuum and compressed air. The top housing, front overlay, and foil keyboard was replaced. The battery pack inside of the console had expired on 31mar2019 and was replaced with a new battery pack. A new pouch and history card were attached to the bottom of the console. The console was reprocessed according to the repair and maintenance procedure. The repaired console passed all tests, including the electrical safety test. The root cause for the reported event of the console display going blank was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the screen of a centrimag console reportedly went blank while in use. The console was exchanged. No further information was provided.